Manufacturer narrative:
The affected device is not yet returned to the distributor.

Event description:
A distributor reported an under infusion issue to infutronix on (B)(6) 2018 with information obtained from a user facility representative: "just had a pt. Come in for a pump disconnect and the pump indicated that the entire bag (108 ml) had infused, but the bag still had 83 ml. Left (meaning only 25 ml. Had actually infused). That pump has also been taken out of service". The distributor also confirmed that no patient injury occurred. Medication used at the time of the event was unknown. No other patient information was available.

Event description:
This is a follow-up for the initially filed MDR (3011581906-2018-00020).

Manufacturer narrative:
Infutronix received the evaluation report from the distributor on (B)(6)2018. The reported under-infusion issue was not confirmed. The affected pump was evaluated for the issue on (B)(6)2018. The infusion flow rate deviation was found to be -2.7%, which was within the ¡à5% flow rate deviation specificaiton. As the reported issue was not confirmed, no root cause can be identified.